Event description:
In 2003 a pt of unknown medical history underwent pulmonary valve replacement (procedure unspecified) with a cryopreserved pulmonary valve and conduit sg. According to the surgeon's incident report to the MFR, at approx 1 hour into the procedure the valve was explanted secondary to unsatisfactory tissue quality. Specifically, the surgeon described the valve tissue as friable and reported that the allograft possessed a tear in the intimal layer of the conduit near the sinus. According to implant records, the pt was placed back on bypass and a second cryopreserved pulmonary valve and conduit sg was thawed and implanted with no further complications reported to date.